Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, a farawave catheter was selected for use. Upon connecting the flush line to the side port of the catheter, there were bubbles located near the side port and the catheter was not flushing. During prep, the catheter flushed fine. The physician attempted to get the bubbles out of the flush line, but it was noticed in the catheter. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, a farawave catheter was selected for use. Upon connecting the flush line to the side port of the catheter, there were bubbles located near the side port and the catheter was not flushing. During prep, the catheter flushed fine. The physician attempted to get the bubbles out of the flush line, but it was noticed in the catheter. The catheter was replaced, and the procedure was completed successfully without patient complications. The device was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no abnormalities. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and irrigation was functional in all catheter deployment states. The reported event was not confirmed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.